Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen for a threshold test and the lv lead was found to be pulled via chest x-ray into the pocket. Prior to this event, there were episodes of a-fib with rvr where the patient got shocked several times. The device was reprogrammed for rv only given the lv lead being dislodged. Device and lead remains implanted. Related manufacturer reference number: 2938836-2020-00452.

Event description:
New information notes that on (B)(6) 2020, the lead was explanted and replaced. The device remains implanted and the patient is stable.